Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per international affiliate, the customer reported that the viper2 final tightener handle is not triggering (ie. Stopping during torque tightening) because the tip of the viper final tightener driver is broken. Affiliate reports the tip of the final tightener shaft broken because the handle is not stopping. The broken tip was retrieved but was lost during the decontamination process. The following mfg medwatch reports are being filed for the viper2 final tightener handle and viper final tightener driver that were involved in this event. 1526439-2014-12019; 1526439-2014-12020.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The viper2 final tightener driver was not returned for evaluation. Examination of a photo that was provided noted that the distal tip of the driver had been broken off. Review of the device history record found no discrepancies. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
One (1) viper2 final tightener driver [product code: 2867-45-550, lot no: ag2093845] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip. The fractured tip of the driver was not provided. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static torsional shear overload failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the final tightener driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear overload failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. Additionally, the final tightening handle has also been found to be seized and is another contributing factor to the failure of the final tightener driver tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.